Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue returns.